Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that while monitoring a pt in the ICU, the bedside delta monitor (software vf8) and associated ics central station (software vf8.9) detected low pt spo2 values but did not alarm. The pt was reportedly intubated and there was no pt injury reported. (B)(4).